Event description:
It was reported that, "loose cup".

Manufacturer narrative:
An evaluation of the device cannot be performed as the patient requested the device and it was not returned to the manufacturer. The lot code for the reported device was not provided either. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.